Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog: serial# unknown. Product type: programmer, physician: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported by the patient that they never had therapeutic effect and they were having acute pain following a pump replacement. The patient started to feel the pain in her lower back since the day before the call. The patient felt she was not being given a high enough dosage of medication. The patient planned to follow-up with their health care provider. The patient later had an office visit on (B)(6) 2012 for pain pump analyzing and reprogramming. The patient presented with abdominal pain radiating to the back, described as aching, chronic, constant, sharp and throbbing. The symptoms were ongoing and the complaint moderately limited her activities. The frequency of the episodes was daily, lasted 7 days and symptoms were alleviated by medications. Low back pain was also reported, located in the left and right paralumbar, and left and right leg sciatica. It was radiating to the left and right buttock, left lateral foot, and the right lateral calf. It was described as excruciating, unbearable, burning sensation, chronic, constant discomfort and dull pain. The symptoms were night time pain, and were ongoing. The complaint restricted weight bearing activity, moderately limited activities and was incapacitating. The frequency of episodes was daily and lasted many years and was constant. The symptoms were alleviated by cold compresses, lumbar flexion, medications, and physical therapy. The symptoms were exacerbated by constant exertion, lumbar extension, lumbar flexion and morning stiffness. Episodes occurred with activity, at night, during sleep, in the afternoon, in the evening, in the morning and upon wakening. Associated symptoms included pain with movement, mid back pain, neck pain, poor fitness level, extremity numbness and extremity weakness. The patient also presented with chronic pain syndrome. It was located in the thoracic spine and lumbar spine diffusely, in multiple limbs, and leg pain and on the abdomen. It was described as aching, burning, constant, dull, excruciating pain, stabbing, throbbing and worsening. The symptoms were of gradual onset, worse during the day and ongoing. The complaint moderately limited activities and was incapacitating, the frequency of the episodes was hourly and was increasing. The episodes lasted many years with ongoing chronic pain. The episodes occurred upon awakening, in the morning, in the afternoon, in the evening, and at night. Important triggers included exertion, lifting or stooping, no known associated factors, rest and stress. The symptoms were alleviated by medication. The symptoms were exacerbated by anxiety, exertion and stress. Associated signs and symptoms included abdominal pain, fatigue, focal numbness, focal weakness, and headache, muscle cramping and psychiatric symptoms. The patient also complained of weakness, weight loss, palpitations, back pain, insomnia. Pt noted to be agitated, anxious, tearful, depressed, and irritable. Information from the health care provider noted they were still titrating to get the patient to an optimal dose. The back pain was better but not totally gone. The patient was doing fine and was not having any new or worsening issues. She was due to come back in 3 months for a refill. It was later reported by the patient that this pump and catheter were removed due to infection. The patient did not recall the date of explant. The patient noted being told by their physician they had to have the pump removed because they were allergic to plastic. The patient was in the hospital for 15 days and required medications; which the patient became allergic to the medications. The patient did not wish to have a new pump system implanted at that time. The pump was delivering morphine and bupivacaine.